Event description:
A baxter employed nurse from (B)(6) reported an incident of peritonitis. On (B)(6) 2010, the patient was diagnosed with peritonitis, and hospitalized from (B)(6) 2010. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, ip) and reflin (1gm, daily, ip). Dianeal therapy was ongoing as well as remedial therapy with fortum and reflin. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The nurse believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.